Manufacturer narrative:
The returned primary guide was examined visually under magnification. The curved slider of the guide has been sheared off, leaving a flat surface with some discoloration/oxidation. The curved portion was returned and exhibits black/brown discoloration. This fracture pattern is a brittle fracture, indicating a single over-loading event. The torque and speed setting and mode (compress or drill) are unknown based on the information provided. The guide is opened and placed over the corresponding holes of a u-clip. It is important to use the recommended 30-70 n-cm in the surgical technique. The technique warns that over-compressing the u-clip may damage the primary guide.

Event description:
While implanting rib plates to treat rib fractures, the primary guide assembly broke and a piece fell into the plura of the patient. It took an extra hour of surgery time to remove the broken piece from the patient.